Event description:
During a pta procedure the smart control stent jumped.

Manufacturer narrative:
This device is available for testing and evaluation but has not yet been received for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Product lot number was received. The device was received and the analysis is pending. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
During deployment of the smart control stent in a calcified and tortuous left superficial femoral artery with an 80% stenosis it was reported that the stent jumped forward necessitating placement of a second stent to successfully treat the lesion. There was no reported patient injury. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. Delivery of the sds to the lesion was contralateral; the stent delivery system did not pass through any acute bends. There was a "little bit" of difficulty encountered while advancing/tracking the sds towards the lesion but no unusual force was used at any time. The locking pin was in place during advancement and was removed before attempting to deploy the stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. One non-sterile pkg assy 6x040 smart vas 80cm was received coiled inside a plastic bag. Locking pin and stent were not received. Two kinks were detected at 5.5 from distal end on inner shaft and 16.8 cm from ID band. Blood residues could be observed. No other discrepancies were found. Usable length was measured and was found within specification. Since stent was not received functional test has not performed; however the deployment process was performed without the stent and during initial rotation and no resistance was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause, of "kink" condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure reported "deployment difficulty-inaccurate placement" by the customer was not confirmed since no anomalies were found during the deployment process. The cause of this condition could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. Pushing the sds against resistance, which can be encountered during sds advancement through calcified, tortuous or stenotic vasculature, can cause the outer member to compress, thus contributing to premature stent deployment/stent jumping while the locking pin is still in. The IFU states, "if resistance is met during delivery introduction, the system should be withdrawn and another system should be used." Based on the information available, it appears that the difficulty experienced may have been caused by the operational context of the device/vessel characteristics and is not related to a product quality issue.

Manufacturer narrative:
Additional information was received that the stent was deployed in the intended target lesion but another stent was also required to successfully treat the lesion. There were no adverse consequences to the patient. There product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. The intended procedure was the left superficial femoral artery. There lesion had 90% stenosis, 4mm in length in a 5-6mm in diameter, calcified and with vessel tortuosity. An 8f terumo cook sheath was used in the procedure. Delivery of the sds to the lesion was contralateral. The stent delivery system did not pass through any acute bends. There was a 'little bit' difficulty encountered while advancing/tracking the sds towards the lesion. No unusual force was used at any time during the procedure. The smart control locking pin was in place during advancement towards the lesion and the locking pin removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. Additional information is pending and will be submitted within 30 days upon receipt.